Event description:
Information received indicates the foot hi/low function is slowly drifting down.

Manufacturer narrative:
The technician found the foot hi/low down valve was sticking due to contamination in the hydraulic fluid. The technician replaced the foot hi/low down valve to repair the bed.